Manufacturer narrative:
Complaint conclusion: a 6f/7f mynxgrip vascular closure device (vcd) was correctly deployed and hemostasis was achieved; however, the patient experienced a late hematoma. The patient was admitted to hospital to be treated for the hematoma. The patient did not develop a hematoma immediately after the sealant was deployed. The hematoma slowly started during recovery and pressure was applied by physician. The patient was lying flat when the bleeding started. The patient was treated for the hematoma and recovered after some other complications about 3-4 days. The patient had peripheral vascular disease (pvd) and the medical facility took all appropriate steps to ensure patient safety and outcome as they always do. The mynx vcd was used for angioplasty and peripheral intervention below knee. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device was stored, handled and prepped per the instructions for use (IFU). The procedure used a retrograde approach. The physician was trained to use the mynx device and the rep was present at the last attempted deployment. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel did not have stenosis > 50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no pulsatile bleeding of the puncture site that was immediately noted upon removal of the advancer tube. Heparin 4000 units device was deployed after time was expired on heparin. The act and the patient¿s inr during the procedure were satisfactory according to the physician. The sheath used was an unknown non-cordis product. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no multiple sheath exchanges. The procedural sheath was not greater than 7f. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) it was below the bifurcation (low stick). There was no posterior wall puncture. Information about treatment of hematoma is unavailable because the patient¿s hematoma was treated by the physician outside of the facility/office. Other additional procedural details were requested but were unknown. The product was not returned for analysis. A product history record (phr) review of lot f1918901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hematoma¿ as a result of using the product, could not be confirmed as the device was not returned for analysis, nor were procedural images provided. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors my have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was correctly deployed and hemostasis was achieved; however, the patient experienced a late hematoma. Patient was admitted to hospital to be treated for the hematoma. The patient did not develop a hematoma immediately after the sealant was deployed. The hematoma slowly started during recovery and pressure was applied by physician. The patient was lying flat when the bleeding started. The patient treated for the hematoma and recovered after some other complications about 3-4 days. The patient had peripheral vascular disease (pvd) and the medical facility took all appropriate steps to ensure patient safety and outcome as they always do. The mynx vcd was used for angioplasty and peripheral intervention below knee. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device was stored, handled and prepped per the instructions for use (IFU). The procedure used a retrograde approach. The physician was trained by a cardinal representative to use the mynx device and the rep was present at the last attempted deployment. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The vessel did not have stenosis > 50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no pulsatile bleeding of the puncture site that was immediately noted upon removal of the advancer tube. Heparin 4000 units device was deployed after time was expired on heparin. The act and the patient¿s inr during the procedure were satisfactory according to the physician. The sheath used was an unknown non-cordis product. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no multiple sheath exchanges. The procedural sheath was not greater than 7f. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) it was below the bifurcation (low stick). There was no posterior wall puncture. Information about treatment of hematoma is unavailable because the patient¿s hematoma was treated by the physician outside of the facility/office. Other additional procedural details were requested but were unknown. The product will not be returned for analysis because it was discarded after hemostasis was achieved.